Manufacturer narrative:
Batch review performed on 07 march 2019: lot 179120: (B)(4) items manufactured and released on 21-march-2018. Expiration date: 2023-03-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. The following item was revised on (B)(6) 2019, after having been implanted on (B)(6) 2019, due to first dislocation: reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452), lot 175048: (B)(4) items manufactured and released on 27-sep-2017. Expiration date: 2022-09-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by clinical affairs director: multiple recurrent early dislocation in a traumatic patient treated with rsa. After several attempts to stabilize the artificial joint, the surgeon decided to choose a different implant. The reasons for this recurrent dislocation may be diverse and we do not know enough about this case. The link between dislocations and the medacta implant does not appear to have been established. We cannot conclude anything definite about the potential causes for this event.

Event description:
On (B)(6) 2019 the patient had a primary case with medacta mss reverse, with size 12 stem cementless, 0/0 reverse metaphysis and inlay, 39mm gelnosphere; after that surgery, the patient had a dislocation that was treated with closed reduction. On (B)(6), the patient dislocated again, so the surgeon changed the reverse metaphysis from 0mm to +9mm and also changed the liner from 0mm to +6mm. After that the patient dislocated, a third time, the surgeon revised all medacta components and implanted an arthrex universe reverse with 39 mm glenosphere +4mm lat in centric version and 135 degrees of humeral inclination. With this the shoulder was stable.